Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6) 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed damage to the power extension cable in the form of exposed internal wires at area where the polyvinyl chloride overmold joins the jack connector. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable.